Event description:
Revised for ceramic head fracture and squeaking noise.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. The part information revealed that the product is not sold in the us, therefore this medwatch is being rejected.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.